Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified both the reported and observed issues. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies, as well as other repairs related to the non-critical issue with the device display. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed sc pcb assembly and determined that the cause of the observed no paddles lead ECG was an electrically shorted integrated circuit (ic) chip, designator u15. The ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that the display was very dim. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio confirmed the reported issue and also observed that paddles lead ECG was not available. As a result, defibrillation may not be possible, if it were necessary.